Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.